Manufacturer narrative:
If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an implantable device. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a white foreign substance was injected into the eye while injecting the viscoelastic healon. Reportedly, the foreign material was removed during the irrigation/aspiration (I/a) procedure. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Additional info: this complaint is part of the healon recall - report number: 2020664-04/13/17-001-r; device available for evaluation? Yes. Returned to manufacturer on: 03/15/2017. Device returned to manufacturer? Yes. Device evaluation: the complaint sample was returned at the manufacturing site for evaluation. Visual inspection showed glass particles in the remaining, non-expellable portion of the healon solution in the cylinder. Additionally, glass particles were observed in the dried healon solution which was attached at the outer tip of the cannula needle. The probable source of these particles is the damaged glass cylinder which was found to be cracked at the upper opening, under the aluminum capsule. The customer's reported complaint was verified. Retained product evaluation: visual inspection on retained products was performed. The solution was clear and colorless. All components were included in the product, without defects. Functional test was performed without malfunction. Labeling, directions for use were reviewed. The labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. No labeling changes are required. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search of complaints related to lot number ub32536 was performed on march 9, 2017. There has been no similar complaints reported for this batch. As a result of the extensive investigation, a manufacturing deficiency has been identified related to re-introducing uncapped glass cylinder units to the capping process. As a corrective action, internal procedures were updated to not re-introduce uncapped glass cylinder units to the capping process. Additionally, a voluntary recall was initiated on april 13, 2017 because of the possibility, albeit remote, that the healon manufactured between october 8, 2016 and november 10, 2016 may contain glass particles. All pertinent information available to abbott medical optics has been submitted.